Event description:
Allegedly removed during revision of neck.

Manufacturer narrative:
This component was removed during the revision of the neck reported in 1043534-2008-00369. This was the same event as 1043534-2008-00369. The investigation is not complete. Trends will be evaluated. This report will be updated, when the investigation is complete. This event occurred in another country.